Event description:
Caller reported that there was a discrepancy between displayed and actual time on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised them to monitor and follow up if the time discrepancy occurs again. Customer understood and acknowledged the advice.